Event description:
It was reported that patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was thrown away at the facility.